Event description:
The article lists four cases of percutaneous lead breakage (fbbs). No additional information was provided concerning patient symptoms and outcomes. Journal reference: rosenow, md, et al. "Failure modes of spinal cord stimulation hardware." J. Neurosurgery: spine/volume 5, 2006; 183-190.

Manufacturer narrative:
While the specific devices used were not identified by patient/complication the author indicates that the percutaneously inserted lead implants were primarily pisces-quad model 3887 and pisces-quad model 3888.